Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Photo investigation: the photo was returned to j&j medtech orthopaedics for evaluation. The j&j medtech orthopaedics team conducted a visual inspection of the returned photo from attachment: (B)(4) image. Visual analysis of the photo revealed that the rfna/ 11mm/ 340mm/ standard bend/ ster had no defect found based on the available evidence, migration was not observed on the rfna. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was not confirmed as the rfna/ 11mm/ 340mm/ standard bend/ ster was found to have no damage or defects. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. No definitive root cause could be determined. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review the device lot number is unknown, therefore a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the distal locking bolt in a depuy synthes rfna nail had unthreaded itself from the nail postoperatively, requiring a revision surgery to replace the screw. Patient had inflammation of the lateral knee and revision surgery was required. It was further reported that there was allegation against the polymer inlay of the rfna nail which has appeared more susceptible to screw back out than other nails. This complaint (B)(4) is related to (B)(4) which captures revision surgery from (B)(6) 2025 which failed again as the screw, washer, and locking nut have become loose and begun to back out.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.